Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. However, during evaluation it was observed that the device disconnect sleeve was stiff (difficult to move) making it difficult to attach the attachment. It was also observed that the spacer and other internal components inside the nose tube were worn-out making the disconnect sleeve difficult to move. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 of the same event. It was reported that during a craniotomy surgical procedure, it was difficult attach the attachment device and craniotome device to the motor device. It was also observed that the foot control came unseated from the motor device. There was a five minute delay to the surgical procedure. A spare device was available for use. The surgery was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.